Event description:
All attempts for further information from the reporter have been unsuccessful to date. A vns battery life estimate performed with available programming history yielded approximately 11.78 years remaining, indicating the generator is not likely at end of service.

Event description:
Reporter indicated a vns patient was hospitalized overnight due to chest pain. The next two days, he then was experiencing erratic vns stimulation. Vns diagnostics tests were reported as normal. Attempts for further information are in progress.